Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called in because they did not have an antenna and wanted to adjust their stimulation. It was reviewed how to use the programmer without the antenna. They were not able to increase stimulation because stimulation was off. They turned stimulation on and were able to adjust stimulation and change programs as desired. They said it was hard to locate the ins because it felt like it had migrated. For the last year or two, they had been getting random "electrical shocks" down their leg, which were uncomfortable. An email was sent to repair for a replacement antenna, as the patient said they did not have one.